Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was 106 mg/dl at the time of the incident. Customer also reported that they were able to clear the alarm but they were not able to rewind the pump. Customer reported that insulin pump was exposed to the high magnetic field. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No an error in the motor was detected by reading unexpected value from hall sensor error alarm during testing. The motor was tested outside of the device and passed.